Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause of the discrepancy is most likely due to a low-level contamination event, as this pool was in proximity to a high-titer sample in the same run, and the initial reactive curve was characterized by a late CT and low rfi.

Event description:
There was an allegation of discrepant hbv results with the cobas® mpx kit (192t) from the cobas 6800 analyzer for a pooled sample. On (B)(6) 2026, a pooled sample generated an hbv reactive result with a CT of 42.37. Individual donor samples from the pooled sample generated non-reactive results for hbv. On (B)(6) 2026, the same pool was retested and generated non-reactive results. Serology results were negative.